Manufacturer narrative:
(B)(4). Date sent: 7/2/2024. Batch # t20l14. Investigation summary according to the information received, the reported event for the gst60b reload was suspect diversion, suspect tampering & suspect counterfeit product. This is an analysis of the photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show a tyveks with the product code gst60b, lot # t20l14, exp. Date: 2028-10-30. The t20l14 lot number is not found in our quality tracking system. Additionally, there are significant differences observed between the suspect packages and the authentic packages/artwork. The lot number and expiration date on the suspect packages do not match any information in our johnson & johnson/ethicon endo-surgery systems. The analysis performed determines that the suspect package is not authentic johnson & johnson product. A lot trace was performed on the lot provided and it was concluded that the file is confirmed as a diversion. ¿ based on the photos reviewed, the suspect diversion and the counterfeit product are confirmed.

Event description:
It was reported that the global brand protection latam team has performed a test purchase, 2 different non-authorized and suspicious sellers. All products bought are listed.